Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer¿s blood glucose level was ranges from 36 mg/dl to over 400 mg/dl. The customer stated that the screen became foggy and it was hard to see. The customer's blood glucose value was unknown. The customer also stated that the top left corner has a crack on the pump itself and bottom left has a scrape on the pump body was damaged. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment or partial display anomaly noted during testing. Device had cracked lcd window, cracked battery tube threads, cracked case at display window corners, cracked reservoir tube window and cracked case at reservoir tube window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.